Manufacturer narrative:
(B)(4).

Event description:
Customer states during a thoraco/lobectomy, stapling stopped in the middle. The reload was replaced with another and the issue was duplicated. That reload was replaced with the first one and fire was attempted. The line was stapled fine. No patient harm. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual evaluation of the reload noted that it was partially fired and had a deformed anvil clamping mechanism. Functional evaluation noted that the reloaded tested as expected. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.